Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer and upper case were broken and contaminated. Analysis also found the battery release and ring cover were contaminated, one bail cover and one bail were missing, one bail cover was broken, and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.